Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 03-aug-2016. Product investigation in progress.

Event description:
The head of the toothbrush became detached in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on 25-jul-2016 that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refills precision clean became detached in her mouth. She stated she was able to spit the brush in the sink without any harm being done. The brush head had been placed on the brush handle two weeks prior. No symptoms developed. On 26-jul-2016 received consumer's follow-up e-mail: the consumer reported she replaces the brush heads every 3 months or if they become worn, whichever comes first. She stated she has used oral-b products for years without any problems. No symptoms developed.